Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and a hemostatic valve damage (piece of the valve broke off) issue occurred. The vizigo sheath hemostatic valve was damaged. The caller noted that the physician noticed a small piece of plastic floating within the hemostatic valve of the sheath. The physician did not flush the sheath due to this object within the hub. They exchanged the sheath for an agilis sheath and the procedure continued. No patient consequence reported. Additional information was received. A piece of the valve broke off. The hemostatic valve did not dislodge outside the hub. Does not believe that the brim cap / hub became detached from the sheath. Sheath was being used in patient¿s body. Unsure if any air entered the patient¿s body. The doctor noticed the broken piece in the hub. Pulled back the sheath carefully and flushed it outside the body. Unaware of any patient consequence. Did not require treatment. Unsure of approximate volume of blood that was lost.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. The vizigo sheath hemostatic valve was damaged. The caller noted that the physician noticed a small piece of plastic floating within the hemostatic valve of the sheath. The physician did not flush the sheath due to this object within the hub. They exchanged the sheath for an agilis sheath and the procedure continued. No patient consequence reported. The bwi product analysis lab received the device for evaluation on 26-aug-2024. The device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic issue reported by the customer could be related to the hemostatic broken condition observed; therefore, the customer complaint was confirmed. The potential cause of the broken valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 18-sep-2024, noted a correction to the 3500a initial under the d4. Primary UDI number. It should have been processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).